Event description:
It was reported that pump experienced malfunction with malfunction message displayed, and no notable events occurred before issue started. There was no reported adverse impact to the customer's blood glucose level. Customer reset pump independently. The customer continued to use the pump for insulin therapy and has an alternate method of insulin therapy available if necessary.